Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise and far r wave oversensing resulting in inappropriate pacing auto mode switch. The lead was also noted to have a slight drop in impedance and sensing. Lead revision was recommended along with programming changes to provide an interim fix for the anomalies. No changes were made at this time. No patient symptoms were reported.